Event description:
It was reported that the physician felt that the battery depleted prematurely, despite the patient receiving shocks, which were noted to not be due to any lead problems. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.